Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res#90987 was implemented. The device was not returned for evaluation. We are unable to confirm the cause of the reported event.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) was getting warm with a thermal event reported. The patient also reported the pdm would not hold a charge, and the screen turned black. No impact to the patient's blood glucose levels was reported.

Manufacturer narrative:
The case description states that the user reported that their pdm's screen went black. The user also reported that the pdm was not holding charge and became warm when charging. The pdm was returned with the battery depleted. The pdm was plugged in and allowed to charge, during which the pdm did not become hot. The pdm was able to charge to 100%, turn on, and boot up with no issues. Review of the android log files downloaded from the pdm found that in the last days of use, the pdm battery fully drained in less than 24 hours after being allowed to charge up to 100%. The logs show that the pdm's battery drained from 100% to 5% in less than 17 hours. Inspection of the log files found no abnormalities that would contribute to increased battery drain. Additionally, review of the android log files found no evidence of the device overheating or becoming stuck on a black screen. The battery temperature information contained in the logs showed that the recorded battery temperature did not exceed the operating temperature specification. No evidence of a thermal event or the controller overheating were observed during the investigation. The pdm was paired with an unused pod and used under typically use conditions for 48 hours. The pdm battery was able to last for the entire 48 hour period. No instances of increased battery drain were observed during testing. Physical testing found no issues that would contribute to the reported black screen. The returned battery was individually tested using the maccor battery capacity tester. The battery capacity of the battery at the end of the discharge period was found to be 1.273 ahr, which is below the 1.3 ahr specification that indicates a good battery capacity. No problems were found with the returned device that would contribute to the reported black screen and overheating during charge. However, the investigation confirmed the battery is unable to hold charge as expected, which contributed to the reported pdm not holding charge.